Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the right brachial artery. The 3.0x26mm, 80% stenosed, eccentric denovo target lesion with a significant bend between 45-90 degrees was located in the moderately tortuous and moderately calcified mid left circumflex (lcx) artery. The lesion was not pre-dilated. As the 2.75x32mm liberte stent was advanced significant resistance was encountered. Upon removal of the device it was noted that the stent tip was 'crooked.' The procedure was completed with a 2.75x30mm non-bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer -device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).